Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 320 mg/dl while wearing the pod for less than an hour. The patient's bg levels rose to 320 at 2:51 pm right before removal of pod. The patient wore the pod for about 15 minutes before activating a new pod at 2:35 and deactivated at 2:51 pm. She administered a bolus of 1.35 units, but it didn't take effect, because after removal, the patient's mother saw that the cannula had laid under the lip of the pod adhesive, and had not penetrated the skin. The new pod that replaced this pod was effective at reducing her bg values from 327 at 5:30 and at 7:00 pm (after 90 minutes) it was down to 176. Patient's mother had given a new bolus of 2 units to help bring her down.